Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39565-65, (serial: (B)(6), product type: 0200-lead; implant date: (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they need to have an MRI tomorrow for another back injury and wanted to know if they could have a full body scan. Pt states having problems with his leg because of the back pain. Agent reviewed because of the leads of the current ins would not recommend a full body. Patient stated in 2014 they were doing some heavy lifting one day and it moved the wires or something and after that the device stopped working and started making their left foot tingly. Patient said they were planning on taking time off to have the device fixed. Pt states did not help with the pain ever since that. Patient service specialist reviewed MRI guidelines and redirected to healthcare provider. The patient was redirected to their healthcare provider to further address the issue.